Event description:
A pt reported blood glucose results of "112 mg/dl and 202 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A customer care rep walked the pt through two blood glucose tests and obtained results of 181 mg/dl and 192 mg/dl. The calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl.